Event description:
A leak in the band was detected 4 years after implantation.

Manufacturer narrative:
Date sent: 11/16/2007. Information anticipated, but unavailable at this time. Product code 2100-x has similar balloon as the rlzb22 sold in the us.